Manufacturer narrative:
Correction: this supplemental report is to correct the previously submitted manufacturer report 2017865-2018-06421. The right ventricular lead was not the cause of the event. The implantable cardioverter defibrillator was the cause of the event, however, the device has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
No di available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, post-paced t-wave oversensing was observed on the right ventricular lead. Programming modifications were performed.